Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in italy, a 23mm sapien 3 valve was deployed in an existing homograft in the pulmonic position via the transfemoral vein approach. Prior to the sapien 3 valve deployment, a covered stent was deployed in the distal part of the pulmonary trunk. As the valve was being deployed in the heavily calcified homograft, when the balloon was at full inflation, the commander delivery system balloon ruptured. The valve was fully deployed, but post dilation was performed to ensure the stability of the valve. The delivery system was removed into the non-edwards sheath. No injuries to the patient were reported. At the time of the report, the patient was in stable condition and doing fine. The valve remains implanted in the patient.

Manufacturer narrative:
Corrected information: section h6. Additional information: section h10. The edwards commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided procedural video revealed the balloon burst occurred at the final stage of the balloon inflation. The valve was partially expanded. Review of the provided post-procedure device images revealed a radial burst at the distal shoulder of the inflation balloon area. The distal balloon part was inverted over the nose tip. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. In this case, the complaint for 'failure - balloon burst' was confirmed through the provided imagery. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, the presence of calcium caused the rupture of the commander delivery system balloon. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Available information suggests that patient factors (calcification) contributed to the balloon burst. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted for a correction of the root cause in the engineering evaluation. The following section has been updated in this report: h10 (provide narrative/data). As reported, the presence of calcium caused the rupture of the commander delivery system balloon. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressures, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration.